Manufacturer narrative:
The maryland bipolar forceps has been returned and evaluated by the failure analysis (fa) team. The customer reported complaint was replicated and confirmed. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, but it was still attached, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. Root cause of damaged insulation instrument conductor wire - bipolar are attributed to mechanical impacts, such as accidental drops, or collisions with other instruments or hard surfaces during handling or use.

Event description:
It was reported that during central processing, the coating on the wire of the maryland bipolar forceps was peeling off. There was no patient involvement. Isi followed up with the initial reporter and obtained the following additional information: robotics coordinator (roco) confirmed the issue was identified during central processing. The black insulation of the maryland bipolar forceps was stripped and the wires were exposed, however the wires was intact (not broken). There were no signs of thermal damage, sparking or arcing as a result of the failure. No material detached/broke off from the portion of the device that enters the patient. The instrument was already sent for evaluation.